Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. As this is a report of use error with no allegation against the device, a sample was not requested. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of area not clean before starting peritoneal dialysis (pd) and peritonitis in a patient coincident with dianeal 1.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal 1.5% ultrabag therapy intraperitoneally (ip) for pd. Action taken with dianeal therapy was not reported. During a call, the following was reported. On an unreported date, the patient did not clean area before starting pd. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was area not clean before starting pd. The patient was not hospitalized. The patient was treated with injection vancomycin (2g, ip, stat) and injection gentamycin (20mg, once per day for 14 days, ip) for peritonitis. The patient was re-trained and was reported to be recovering